Event description:
During surgical procedure, surgeon was using the sonicision cordless ultrasonic dissector inside the patient¿s abdomen when one part of the tip broke. Tip was identified on k-ray and successfully retrieved without harm to the patient.